Event description:
It was reported that an alert was triggered for high superior vena cava (svc) and rv coil impedance and an x-ray confirmed an apparent right ventricular lead fracture. The lead was planned to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d234vrc, implantable cardioverter defibrillator (ICD), (B)(6) 2009. A 5076-58, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The device memory also indicated a lead impedance out of range alert and the impedance trend on the rv (right ventricular) defibrillation coil and svc (superior vena cava) defibrillation coil were variable. An out of threshold subthreshold lead impedance alert was recorded on (B)(6) 2013. The maximum svc and defib active can impedances rose from an approximate baseline of 50 ohms to greater than 95 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.